Event description:
It was reported that this artificial urinary sphincter (aus) stopped working after 35 days of implant, causing recurring incontinence. Also, it was said that the patient experienced pain and distress related to the event. Upon pelvic ultrasound, it was found a fluid leak in the device. No further information has been reported.

Manufacturer narrative:
B5: describe event or problem has been updated.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working after 35 days of implant, causing recurring incontinence. Also, it was said that the patient experienced pain and distress related to the event. Upon pelvic ultrasound, it was found a fluid leak in the device as the reservoir was empty. No further information has been reported.